Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock implanted with an impella cp for mechanical circulatory support encountered positioning issues that resulted in device replacement. The patient was treated with a drug-eluting stent to the left anterior descending artery and impella placement prior to being transferred from another local hospital for the possible surgery or high-risk percutaneous coronary intervention (pci) to other coronary diseased vessel(s). While on the unit, the patient experienced a ventricular tachycardia storm. Therefore, the decision was made to bring the patient to the catheterization lab to have venoarterial extracorporeal membrane oxygenation (ECMO) placed and reposition the impella cp pump. The patient was cannulated for va ECMO. During this time, the patient started to have respiratory distress and was intubated. The physician attempted to reposition the impella pump. However, the pump was inadvertently pulled back across the aortic valve. When attempts to recross the valve were unsuccessful, the decision was made to remove the pump, rewire the left ventricle, and implant a new impella cp device. The patient was transferred to the unit on ECMO and impella therapies indicated to be in stable condition.

Manufacturer narrative:
Device-specific information (other than impella cp) and including the manufacturer device date are unavailable. Additionally, the implant date is unclear with the given information. Therefore, the respective fields have been left blank accordingly. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
B.5 additional information was received from the clinical site. G.2 added report source; study due to new information that was received from the clinical site. H.6 added codes to reflect additional failure mode according to the additional information received from the clinical site. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ d.4 added catalog number, serial number, lot number, expiration date and unique identifier (UDI) # as they were inadvertently omitted on previous manufacturer device report number 1220648-2025-26052. H.4 added device manufacture date as it was inadvertently omitted on previous manufacturer device report number 1220648-2025-26052. H.6 code 4315 was inadvertently omitted on previous manufacturer device report number 1220648-2025-26052 and was added.

Event description:
Upon follow-up from abiomed¿s long-term outcome and quality indicator (loqi) impella registry, it was additionally documented that the patient had endured a bilateral femoral artery access site bleed with a probable relationship to the impella device. It was noted that the patient had significant bleeding at their cannulation sites requiring redressing, several epinephrine/lidocaine, and several units of packed red blood cells. Anticoagulation was put on hold to manage the condition. The patient was reported to have recovered from the condition.

Manufacturer narrative:
The root cause of access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. The investigation results for positioning issue and ventricular tachycardia were reported in manufacturer device report number 1220648-2025-26052-1.

Manufacturer narrative:
The investigation for the positioning issue and ventricular tachycardia (vt) has been completed. Product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely use related. The root cause of the vt could not be determined without additional information. Corrections to the initial MFR report: d6b explant date was incorrectly noted and should have been the implant date. No explant has been provided at this time.